Event description:
It was reported that the physician contacted boston scientific technical services (ts) regarding a sudden, out-of-range spike in the pacing impedance measurements (>3000 ohms) from this right atrial (ra) lead. Additionally, there was evidence of minute ventilation (mv) over-sensing. Both of these occurred after the same day, (B)(6). There was also evidence of loss of capture and noisy extracardiac signals. It was hypothesized the patient may have had a fall or accident, resulting in a potential ra lead conductor fracture. Ts recommended thorough in-clinic evaluations such as provocative maneuvers with a real-time electrocardiogram (egm) and diagnostic imaging to assess the ra lead integrity. The patient was subsequently brought in-clinic where the physician confirmed loss of ra capture during threshold testing. Additionally, provocative maneuvers also confirmed ra myopotential over-sensing. The physician elected to reprogram the device output and schedule the patient for a follow-up appointment within two months. The patient will also be remotely monitored. At this time, the ra lead remains implanted and no adverse patient effects were reported.